Event description:
It was reported that the customer had an outpatient surgery on her hand and was given anesthesia. Customer's blood glucose level was 117 mg/dl. Customer does not remember going home, but she ended up with a blood glucose level of almost 800 m/dl. Customer had lunch and dinner and believes that she was bolusing. Customer felt out of it and her legs were cramping. Customer went to the hospital and her blood glucose level was 778 mg/dl. Customer took off the pump. Customer doesn't believe that it is the pump, because she is fine now. Customer was put on an IV drip and taken to the intensive care unit. Customer stated that she may have been on medication for the surgery. Customer reported that this happened in january. Customer was also taken to the hospital for bronchitis and was taken off the pump. She was put on an IV drip and was not given insulin after eating, which caused the high blood glucose levels. Customer ended up staying for 3 days. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.